Event description:
One solostar pen out of 5 malfunctioned and when pt dialed dose and tried to push out insulin, the whole vial popped out and pt was unable to use entire pen. Dose, frequency & route used: inject under the skin 50 units every morning and 20 every evening. Therapy dates: (B) (6) 2009. Diagnosis for use: diabetes.